Event description:
During the procedure, the physician advanced the coil into the lesion and retracted due to the diameter of the artery. While the physician was retracting the coil into the introducer sheath, the coil detached. There was no patient injury.

Event description:
During the procedure, the physician advanced the coil into the lesion and retracted due to the diameter of the artery. While the physician was retracting the coil into the introducer sheath, the coil detached. There was no patient injury.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. Based on the information received it is probable that the complaint was caused by the manner the device was handled. Therefore, a root cause of handling damage has been assigned to the event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. Based on the information received it is probable that the complaint was caused by the manner the device was handled. Therefore, a root cause of handling damage has been assigned to the event. Product not returned.